Manufacturer narrative:
Tw #: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the harvester was using the vasoview hemopro 2 (vh 4000) to harvest the saphenous vein. After the dissection process was completed, the harvester attempted to perform branch ligation. However, when trying to ligate the first branch the device did not activate (no energy) when the harvester pulled the toggle back on the handle. Due to the this, new power cables and a new generator were plugged into the device. However, the device still would not activate. Therefore, the device was deemed unsafe for use and a new hemopro 2 device was opened. There are no issues with the power supply at this account. The new device worked as expected and no further complications occurred during the harvest. No injuries occurred due to the defect. The only procedural delay was the time needed to open a new kit which was about 3 to 5 minutes.

Manufacturer narrative:
Tw # (B)(4). The device was returned to the factory for evaluation on 02/04/2025. An investigation was conducted on 03/10/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436. The resistance value was measured at 0.67 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical /electronic property problem" was not confirmed. The lot # 3000430881 history record review was completed. There was 1 ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.